Manufacturer narrative:
The field service representative (fsr) had the perfusionist (ccp) access the service screen to check the last measured discharge (lmd) reading. The ccp found that it was 178 and it should be 180. The fsr had the ccp give a new battery command to change the lmd to 180. The ccp left the system powered "on" overnight. The fsr checked out the system, battery voltages and references were all within specification. The unit operated to manufacturer specifications and was returned to clinical use. If additional information become available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a error message "battery back-up may not be available". The device was not changed out, as they used the unit to complete the case without any difficulty. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6)2014: there were no issues observed during set-up and priming of the cpb system and circuit. During cpb, the status message: "battery needs service, full back up may not be available" became displayed on the central control monitor (ccm). There was no audible tone associated with the message. The perfusionist (ccp) noted the message, and continued cpb without any difficulty. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.